Event description:
It was reported that the umt 500 cart caught fire. No patient injury was reported.

Manufacturer narrative:
The umt-500plus stand was evaluated and it is likely that the issue was caused by liquid flow into the battery. Further investigation is required.

Manufacturer narrative:
Further evaluation of the umt-500plus stand was performed, and it was observed that there was a gap between the column and the chassis that conducted liquid into the switch power supply. The switch power supply was short circuited, causing a spark to ignite the dust that accumulated over time.

Event description:
It was reported that the umt 500 cart caught fire. No patient injury was reported.

Event description:
It was reported that the umt 500 cart caught fire. No patient injury was reported.

Manufacturer narrative:
Further evaluation of the umt-500plus stand was performed, and it was observed that there was a gap between the column and the chassis that conducted liquid into the switch power supply. The switch power supply was short circuited, causing a spark to ignite the dust that accumulated over time. A warning label has been added to the cart that says, "this mobile cart is not designed to be waterproof. Do not use this system in any place where water or fluid leakage may occur. If any liquid is sprayed on or into the system, electric shock may occur and the system may be damaged. If liquid is accidentally sprayed on or into the system, contact the mindray customer service department or a sales representative immediately."

Manufacturer narrative:
The umt-500plus stand was removed from the facility and is being evaluated by the manufacturer.

Event description:
It was reported that the umt 500 cart caught fire. No patient injury was reported.